Manufacturer narrative:
The device was left programmed coil to can. This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's chronic implantable defibrillation lead, high threshold measurements and high out of range shock impedance measurements were observed in triad configuration. When programmed coil to can, a 1.1j shock was delivered and shock impedance measurements were observed to be stable and acceptable. The proximal coil was not in the svc and the lead had moved from its previous position. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this device was later explanted and replaced for reported normal battery depletion.